Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Cerebrovascular accident (stroke) is listed in the product instruction for use as a known potential adverse effects associated with the use of the product. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that after the acculink stent implantation in the left internal carotid artery, the patient experienced a stroke with weakness and slurred words. Treatment included aspirin, plavix and labetalol. The condition continues but is improved. The patient was discharged five days after the procedure to a rehabilitation facility. There was no additional information provided.